Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported redness and abscess were observed at a consumer¿s implantable neurostimulator (ins) implant site. Factors noted to have led to the event were noted as the ins had moved inside the consumer¿s body and was exposed from the skin. It was noted that the implant site was changed at the consumer¿s request. During the ins implant operation this time, the ins was fixed to the fascia hooking the suture to the suture hole to prevent the ins moving inside the consumer¿s body. Because the reported product was going to be replaced with a new one, it was discarded as medical waste. The issue was noted as resolved. The consumer was primarily/originally treated for incontinence of feces. There were no further complications reported and/or anticipated.